Event description:
Health care professional reported a port revision for leakage after a few fills. The explanted port is being returned for analysis.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the follow concerns to performing an adjustment: ¿prior to doing an adjustment to decrease the stoma, review the patient¿s chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction.